Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, lack of mobility, metallosis and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-05926/05929).